Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during explant procedure. Blood penetrated the lead in this area. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In particular, the values measured during the analysis of the fixation mechanism proved to be within the technical specifications. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead became dislodged and was replaced one day post-implant. This device was retained by the hospital. Should additional information become available, this file will be updated.